Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a meniscal repair surgery, it was observed that the truespan 24 degree peek device anchors came out of the device even before using it. Another like device was used to complete the procedure. There was a fifteen minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was a non-conformance not related. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the device in a usage condition, including the red knob trigger in an activated position, organic debris on the device surface and one plate was found detached/deployed. The second plate and the rest of the suture were found still inside of the rod plastic sleeve. No other anomalies were noted. Functional test was performed to the second plate. The applier needle was introduced into a soft tissue simulator, where the red trigger was fully squeezed and the second plate was successfully deployed. No obstruction nor difficulties while deploying where identified. Furthermore, it was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such as improper handling/care of the device or product interaction during procedure. It is possible that the red trigger was unintentionally activated and consequently causing the plate detachment. As per IFU, the next precaution need to be followed: 1) at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the implant; 2) the implant is fully deployed when you hear an audible ¿click"; 3) during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.